Event description:
A critical care nurse educator reported that there were two occurrences related to this device. In each occurrence, the pinwheel device on the alsius machine tubing stopped rotating which indicated to her malfunction of the cooling icy catheter. The balloon segment of the icy catheter apparently was no longer patent. The alsius machine was checked for malfunction by the critical care nurse educator after it was separated from the involved icy catheter. The nurse determined that the alsius machine and tubing were functioning as intended.